Event description:
Due to leg length discrepancy, patients left leg was revised post primary. Clinical and radiographic examination. Patient had her left hip revised with a longer head. Doctor said revision not related to implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding limb length discrepancy involving a ceramic head was reported. The event was not confirmed. The device was not returned for analysis. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Medical records received and evaluation: insufficient information was received for review with a clinician consultant. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, the investigation will be reopened.

Event description:
Due to leg length discrepancy patients left leg was revised post primary. Clinical and radiographic examination. Patient had her left hip revised with a longer head. Doctor said revision not related to implants.